Event description:
Caller reported not observing insulin drops at the end of the tubing during the fill tubing step of the load sequence and received a minimum fill notification on the pump. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.